Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump failed rate accuracy test. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found the device to be in used condition, a peeled dso seal, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. The device was found to be over infusing. It was determined that the most probable cause is due to the expulsor. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.